Manufacturer narrative:
During inspection and testing, service found there was play in the angulation knob, and the bending angle was out of specification, due to wear of the angulation wire. The adhesive on the bending section cover was chipped, and the insertion tube was scratched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the guidewire was stuck on the forceps elevator of the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the forceps could not be removed. This report is being submitted for the malfunction found during evaluation of the device (forceps could not be removed). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Event description:
Correction and clarification to information provided in the initial report: the customer reported the guidewire was stuck on the forceps elevator of the subject device. During the estimate inspection of the returned device, it was confirmed that the guide wire was caught on the forceps base and could not be pulled out. This report is being submitted for the guide wire being caught on the forceps base and could not be pulled out. It was incorrectly reported that the forceps could not be removed from the subject device.

Manufacturer narrative:
This report is being supplemented to correct and clarify information that was provided in the initial report.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to device handling. The event can be prevented by following the instructions for use (IFU) which state: ¿chapter 4 operation 4.3 using endo-therapy accessories¿. Olympus will continue to monitor field performance for this device.